Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Return of the guide wire and coherence tomography (oct) catheter may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design, or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that the procedure was to treat a mildly tortuous lesion in the left anterior descending (lad) artery. A non-abbott optical coherence tomography (oct) catheter was used with the bmw guide wire when resistance was met removing the catheter over the guide wire. Both devices were removed as a single unit. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.